Event description:
Pt had a cypher stent implant. About 4 days later they had heat sensation in feet and legs. Told the dr but they had no answer. They thought it was just a better blood flow to the feet and legs. Twelve days later, the second cypher stent was implanted. The day pt left the hosp they were having severe heat in feet and legs which would go all through their body and pt would even have a toxic smell and taste in their mouth which would make their eyes water. These spells would last for up to 12 hours. The dr thought pt might be coming down with the flu but after ten days pt was breaking out with the hives. Then they did blood tests but everything came out normal. The dr took the plavix away and that eased things some. Then another drug was prescribed-"ticla." Pt can't remember the full name. This caused more hives and heat reactions. Pt was taken to the hospital with high blood pressure and more hives. Again the blood test came back ok. That medicine was taken away. The dr told pt there is nothing wrong with their feet and legs. These spells would make pt ill also. Pt still has these heat waves but not as bad.